Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a 6f mach1 jl4 guide catheter was engaged was engaged in the lesion, a 4.00x16mm synergy¿ drug-eluting stent was advanced and was placed in the distal lad using a "parachute technique". The physician tried to retrieve the stent delivery system but was caught at the guide catheter tip. After several attempts to retrieve the device, the device was completely removed from the patient's body. The procedure was completed. No patient complications were reported.